Event description:
It was reported that before use the distal balloon doesn't inflate. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that the balloon inflated, but did not maintain inflation due to leakage from a slit that entered the inflation lumen. The slit, about 0.5 inches, located near the distal end of thermal filament. Balloon latex appeared intact.